Manufacturer narrative:
Patient identifier and patient age/date of birth not available. A manufacturer representative went to the site to test the equipment. After adjusting the door switches on the imaging system, the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that when going to take the post-operative spin, the door was closed around the patient but the pendant displayed that the door was open. The site tried to open and close the door, but this did not resolve the issue. The surgeon decided to abort imaging and bypassed the post-operative spin. There was a 5-minute delay to the case, and there was no impact on patient outcome.